Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be deployed, the plug remained attached to the device when it was removed. Manual compression was used for hemostasis. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was encountered during advancement. The sheath was not kinked or bent. The introducer was retracted until the hub engaged with the indicator wire cowling and locked with the handle assembly, with an audible click confirmed. Pulsatile flow was observed from the bleed-back indicator and significantly slowed or stopped when the exoseal vcd and introducer were retracted together. The indicator window turned solid black and also displayed red during retraction. The button was pressed when the screen/window displayed black/black. The device and introducer were securely locked. The deployment lever was intact, and the plug was located within the shaft. The device was not deployed outside the patient's body. It was stored and prepared according to the IFU. The puncture femoral site had not been closed by any device or manual compression in the 30 days prior to the procedure. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vascular closure device (vcd). There were no visible signs of device or packaging damage before use, and one exoseal device was used for the patient. The introducer sheath used, including its manufacturer, model, and size, was unknown. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vascular closure device (vcd). Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be deployed, the plug remained attached to the device when it was removed. Manual compression was used for hemostasis. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd, and no resistance or friction was encountered during advancement. The sheath was not kinked or bent. The introducer was retracted until the hub engaged with the indicator wire cowling and locked with the handle assembly, with an audible click confirmed. Pulsatile flow was observed from the bleed-back indicator and significantly slowed or stopped when the exoseal vcd and introducer were retracted together. The indicator window turned solid black and also displayed red during retraction. The button was pressed when the screen/window displayed black/black. The device and introducer were securely locked. The deployment lever was intact, and the plug was located within the shaft. The device was not deployed outside the patient's body. It was stored and prepared according to the IFU. The puncture femoral site had not been closed by any device or manual compression in the 30 days prior to the procedure. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vascular closure device (vcd). There were no visible signs of device or packaging damage before use, and one exoseal device was used for the patient. The introducer sheath used, including its manufacturer, model, and size, was unknown. Angiography confirmed the suitability of the femoral artery, including a sheath insertion angle of 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, with no apparent calcification, plaque, stent, or stenosis greater than 50% at or near the puncture site. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to using the exoseal vascular closure device (vcd). Other procedural details were requested but were not provided. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position and the indicator wire was found deployed. An 8f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A dimensional analysis of the delivery shaft inner diameter was conducted in the received unit and was within specification. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the unit. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed with plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, user-related factors (user error) such as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.